Event description:
It was reported that during implant, 5-6 placements were attempted, the helix required 26 turns to extend and retract, and fluoroscopy indicated that the hvb coil was "stretched out" and had atypical coil spacing. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.